Event description:
It was reported the device did not sense. The device was returned for preventive maintenance, calibration, and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; no faults or anomalies observed during bench testing. Analysis found the lower case and one bail cover are broken. The keyboard is scratched. (B)(4).